Event description:
The customer reported to olympus that there was leakage present when using the endoscope reprocessor. The device was evaluated on site by an olympus field service engineer (fse) and a loose yellow connector was found. The issue was found at reprocessing, and another similar device would be used on the scope to complete reprocessing. There was no patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate the device. In addition to the findings of a loose yellow connector, the customer¿s allegation was confirmed due to a slow leak. The device is not expected to be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the connector was loosened and disassembled, and the cleaning tube could not be connected. A possible cause of a loose connector is that the user applied loose stress to the connector and it accumulated. Or it may be caused by hitting a hard object. However, a definitive root cause could not be determined. The device evaluation found a leak due to the loose connection, causing condensation to form on the motherboard, which failed and had to be replaced. The connector was tightened, and the equipment was tested for all product specifications. The event can be detected/prevented by following the instructions for use which state: chapter 3. Inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Olympus will continue to monitor field performance for this device.